Event description:
Medtronic neurosurgery received an explanted ventricular catheter that was a component of a shunt from a pt that allegedly developed a subdural hematoma. The physician suspected that the subdural hematoma may be attributed to the fact that 30 cm of the distal catheter was cut to best address the pt's size. The doctor did not allege malfunction of the ventricular catheter.

Manufacturer narrative:
The catheter was patent. Although the catheter was explanted and returned, the complaint did not relate to a malfunction of this component of the shunt. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture.